Event description:
During a preventive maintenance, the co representative observed that the cable leading from the power supply module to the monitor was damaged causing the unit to turn on/off by itself intermittently.